Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report the insulin pump alarmed for unexpected restart. Blood glucose was unknown at the time of the call. The alarm occurred after a battery change. Advised to monitor the insulin pump and call back if issue recurs.